Event description:
It was reported to philips the device had undergone performance maintenance (pm) at the philips bench and had given a primary alarm failure upon its return to the customer. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer verified error code 1102 - primary alarm failed - in the device history. The rse determined that since the device has software version 2.30, the failed speaker #1 is going to the mc pcba. The customer requested to return the device to the bench. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The part was returned to failure investigation. The open voice coil in the speaker created the primary alarm failure 1102 error code.

Manufacturer narrative:
The device was returned to the bench and the issue was confirmed; one of the speakers had failed which triggered the primary alarm failure. The speaker showed low resistance below 0.1 ohms. Following the evaluation of the device, the bench technician replaced the speaker assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the speaker.